Event description:
It was reported to st. Jude medical that the device was explanted when high pacing lead impedance was observed during initial interrogation. A bad connection was suspected on the df1 connector, thus manipulation of the concimitant lead was performed. Testing revealed a low signal on the rv coil to tip configuration confirming a bad connection. The device was replaced and lead measurements were normal. The lead remains implanted.